Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports were damaged. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the epg output connector assembly was broken. Analysis also noted that the hanger assembly was broken, battery wires were pinches (wire insulation not compromised), display wires were pinched (wire insulation not compromised), insulator label was damaged, one case screw was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.